Manufacturer narrative:
During inspection and testing, service found the adhesive on the objective lens was deteriorated. A review of the device history record found no deviations that could have caused or contributed to the adhesive deteriorating. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the adhesive deteriorated due to chemical stress due to sterilization with chemicals and/or sterrad system or physical stress from outside the endoscope. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The device's reprocessing manual provides the following, which may help to prevent the issue: "compatibility summary: methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. "Compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device. The reported issue (image problem) was not confirmed during testing. A proper 3d image was shown without any malfunction. In addition, service found the adhesive on the bending section cover was cracking and melting due to chemical/physical stress, the universal cord was pierced and leaking, and the cable tube units were kinked. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. G3: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported image problems were observed during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the objective lens was deteriorated. This report is being submitted for the malfunction found during evaluation (deteriorating adhesive). There was no harm or user injury reported due to the event.